Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off by itself after they suspended the pump.  Customer's blood glucose was 247mg/dl at the time of incident and also mentioned that their blood glucose was high but did not provide the high blood glucose level. Troubleshooting advised the customer on the pump suspend feature, but no further troubleshooting was performed. No further details given.